Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer passed away in his sleep. The customer was using the pump. The cause of death is unknown as the caller did not state. The caller did not state that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. It is unclear if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller did not state whether they agreed to return the insulin pump for analysis.